Event description:
A customer reported via webform they received a sensor error message from the adc device. The customer was able to be contacted and indicated experiencing decreased vision and fell down, requiring treatment of insulin (dose/type unknown) administered by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a sensor error message from the adc device. The customer was able to be contacted and indicated experiencing decreased vision and fell down, requiring treatment of insulin (dose/type unknown) administered by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d17 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Visual inspection was performed on the sensor plug assembly and no issues were observed. The returned sensor was further investigated and de-cased. Performed a visual inspection on the returned sensor pcba (printed circuit board assembly) and observed damage to multiple components. Attempted to scan the sensor using evm (evaluation module), however the patch was not detected. At this time adc is unable to perform further testing of the returned product due to the excessive damage to the pcba. All pertinent information available to abbott diabetes care has been submitted.